Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the pacemaker exhibited backup vvi mode. The pacemaker was exchanged prior to procedure. There was no patient involvement.

Manufacturer narrative:
Final analysis found a xena integrated circuit anomaly which resulted in a backup mode on the pacemaker. This malfunction is consistent with a xena ic cold temperature sensitivity.